Event description:
It was reported that an allied health professional (ahp) phoned into tech services inquiring about programming options for the patients right ventricular (rv) lead which exhibited t-wave oversensing (twos) post bi-ventricular pacing. Multiple programming options were presented to the caller. Follow-up was completed which revealed that reprogramming was completed and a remote monitor transmission showed the twos was no longer an issue. The lead remains in use. No patient complications have been reported as a result of this event.